Manufacturer narrative:
The insulin pump powered up properly after battery installation and had operating currents within specification. No battery out limit alarm was noted. The insulin pump had intermittent button response due to corroded keypad traces. No traces of moisture were noted at the electronic or motor assemblies. The insulin pump was received missing the end cap sticker and with minor scratches on the display window and a cracked case at the display window corners.

Event description:
Customer reported via phone call that they have a battery out limit. The blood glucose reading is 354 mg/dl. Customer also states that they have a keypad anomaly. The insulin pump will be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.